Event description:
It was reported that the patient experienced palpitations. It was noted that non sustained right ventricular oversensing (nsrvo) appearing to be caused by right ventricular (rv) lead noise was observed. Programming changes to sensitivity were made by the physician and seemed to resolve the oversensing noise observed. There were no complaints from the patient following the programming changes. The patient was to continue with remote monitoring.